Manufacturer narrative:
(B)(4). Product not returned for evaluation. Customer declined replacement product at this time. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI#(B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the initial concern was resolved- unable to establish contact with the customer at this time. Product notification letter not sent to customer to contact customer care. No address for customer on file.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 538 mg/dl non-fasting. The customer's expected fasting blood glucose test result range is 90 - 130 mg/dl; an expected non-fasting blood glucose test result range was not provided. The customer feels well and did not report any symptoms. Customer stated that on sunday he had blurry vision and had gone to the hospital where he had been diagnosed with diabetes. Customer stated he had then purchased the truemetrix meter in order to monitor his blood glucose. Customer stated that he made a doctor's appointment for today because he is concerned with the high results obtained using the truemetrix meter. During the call on (B)(6) 2019, a blood test was performed by the customer fasting and produced test result of 357 mg/dl using truemetrix meter. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 02/28/2019 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history: result 1:538 mg/dl date:(B)(6) 2019 time:807pm non- fasting. Customer calling states that he just started using the meter and he is getting high blood result. Customer states that he run a blood test and got 538mg/dl non-fasting. Customer just wants to check to make sure the meter is working. Customer does not want to get a meter replace. Customer states that he is going to the doctor today oo check to make his blood is not that high.